Event description:
Customer reported that the insulin pump's display was blank. Customer did not recall any significant events leading to this issue. Customer also reported that there was a scrape across the insulin pump's display. Blood glucose level was 192 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.